Event description:
It was reported the patient was admitted to the hospital with repeated shocks over a few days due to a right ventricular (rv) lead failure. The rv lead was explanted and replaced. It was later reported the rv lead had an apparent fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient was admitted to the hospital with repeated shocks over a few days due to a right ventricular (rv) lead failure. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.